Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was "overheating". There were no delays to the planned surgical procedure. A spare identical device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition could not be confirmed, however, an assessment was performed on the device which found that the console displayed an e6 error. The assignable root cause was determined to be due to excessive force. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.